Manufacturer narrative:
Bci field service engineer (fse) inspected vacuum valve to reagent probe b and found that the valve was not functioning correctly during priming cycle. The fse stopped and homed the system. The fse verified the vacuum valves and the issue was resolved.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to a leakage on unicel dxc 600 synchron chemistry analyzer. The customer noticed liquid on top surface of reagent cartridge. Liquid was also found in spill tray and on surface of frame plate below reagent carousel. A reagent probe was dripping wash solution through wash collar during prime and during wash between reagent pick ups. There was no effect to patient or user.